Event description:
Ventilator stopped delivering breaths according to the r.n. Pt was bagged and placed on another ventilator. Ventilator checked the next morning with the same tubing circuit, and it appeared ok, delivering the set volume.